Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that while attempting to administer magnesium sulfate on a pediatric patient who was brought to the hospital for respiratory distress, the nurse was unable to program the medication in the syringe pump. Per report, the provider's order for magnesium sulfate was in "micrograms" (mcg), the medication sent by the pharmacy was in "milligrams" (mg), and the programming options for magnesium sulfate within the guardrails drug library (built by the hospital) are only in "grams." The nurse attempted to program the infusion via custom concentration programming but as they enter the infusion details, the pump prompted an alert. The physician was then notified, who canceled the magnesium sulfate order. "Other meds" were ordered instead. Per report, the respiratory distress was resolved but "lasted longer because of delay in treatment."

Event description:
It was initially reported that while attempting to administer magnesium sulfate on a pediatric patient who was brought to the hospital for respiratory distress, the nurse was unable to program the medication in the syringe pump. Per report, the provider's order for magnesium sulfate was in "micrograms" (mcg), the medication sent by the pharmacy was in "milligrams" (mg), and the programming options for magnesium sulfate within the guardrails drug library (built by the hospital) are only in "grams." The nurse attempted to program the infusion via custom concentration programming but as they enter the infusion details, the pump prompted an alert. The physician was then notified, who canceled the magnesium sulfate order. "Other meds" were ordered instead. Per report, the respiratory distress was resolved but "lasted longer because of delay in treatment."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a programming error per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.